Event description:
A malfunction alarm was reported by the customer with no notable events occurring prior to the issue. There was no adverse impact on the customer¿s blood glucose level. Customer service assisted the caller by providing pump reset information and helping with the reset. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if the issue reoccurred. The caller acknowledged and understood the instructions.